Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer believes the recalled sets caused their lows. The customer would keep going low even after eating. The customer experienced symptoms such as black outs. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also had a high of 500 mg/dl after a set change and had air bubbles. The customer stated that all their sets were part of the recall. The insulin pump will not be returned for analysis.